Event description:
Customer's doctor relayed this information to insulet representative. The patient was traveling and had 2 pods he did not think worked correctly. Customer described not being able to easily inject insulin into 2 pods, so he "forced" he insulin in. He wore one of the pods for several hours and his blood glucose (bg) levels rose above 330mg/dl. As instructed by his physician, if bg is above 300mg/dl, he should seek assistance. Customer went to a local hospital to get his bg levels under control.

Manufacturer narrative:
The product was not returned so no evaluation is possible. The customer noticed a lot or resistance during the fill process which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would nave been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.